Event description:
Electrosurgical unit (cautery machine) malfunctioned causing an arc of electricity and a buzzing sound, bovie was changed, cut and coag intensity was decreased and issue continued to occur. Equipment was sequestered and staged in the biomed shop for investigation. A full preventive maintenance inspection was performed on the force-fx and it passed all tests. Spoke with manufacturer regarding the failure and it was decided to send the unit in to the for further evaluation, along with the handpiece that was used.